Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that on (B)(6) 2018, the patient was hospitalized for polypectomy and underwent a pacemaker check following the hospitalization. Then, multiple v burst episodes were found to have been recorded in the device memory with simultaneous noise oversensing in both channels. The noise was first considered attributable to external sources, but according to the patient, he was not using any devices that would likely cause detection of external noise when those episodes were recorded. While the r-wave amplitude had decreased from the time of implant, the results of the pacemaker check of this day did not show changes from those of the patient¿s last pacemaker check. After having polypectomy on (B)(6) 2018, the patient underwent another pacemaker check. It was then found that some episodes with noise similar to that in the above v burst episodes had been additionally recorded at times when the polypectomy procedure was not being performed. The times when those episodes were recorded seemed irregular and the patient was not using any devices during those times. As the results of the pacemaker check of this day did not show changes from those of the previous day, the hospital considered that the recorded noise was unrelated to fracture of the leads. On (B)(6) 2018, a (B)(4) employee reviewed the recorded episodes in the programmer files and suspected that the noise may have been recorded due to fracture of the leads or a device-relates issue, but no additional examinations (e.g. X-ray, pacemaker check) were able to be performed since the patient had already been discharged. As it had been only 14 months since the implantation of the pacing system, it was decided to urgently analyze the cause of the noise.

Manufacturer narrative:
Following our recommendations, the device was explanted and should be returned for analysis. The complaint is therefore reopened. Event updated.

Event description:
It was reported that on (B)(6)2018 , the patient was hospitalized for polypectomy and underwent a pacemaker check following the hospitalization. Then, multiple v burst episodes were found to have been recorded in the device memory with simultaneous noise oversensing in both channels. The noise was first considered attributable to external sources, but according to the patient, he was not using any devices that would likely cause detection of external noise when those episodes were recorded. While the r-wave amplitude had decreased from the time of implant, the results of the pacemaker check of this day did not show changes from those of the patient¿s last pacemaker check. After having polypectomy on (B)(6)2018 , the patient underwent another pacemaker check. It was then found that some episodes with noise similar to that in the above v burst episodes had been additionally recorded at times when the polypectomy procedure was not being performed. The times when those episodes were recorded seemed irregular and the patient was not using any devices during those times. As the results of the pacemaker check of this day did not show changes from those of the previous day, the hospital considered that the recorded noise was unrelated to fracture of the leads. On (B)(6)2018 , a japan lifeline employee reviewed the recorded episodes in the programmer files and suspected that the noise may have been recorded due to fracture of the leads or a device-related issue, but no additional examinations (e.g. X-ray, pacemaker check) were able to be performed since the patient had already been discharged. As it had been only 14 months since the implantation of the pacing system, it was decided to urgently analyze the cause of the noise. On (B)(6)2018 , the pacemaker and both leads were explanted. Some damage was reportedly observed on the suture sleeve of both leads.

Event description:
It was reported that on (B)(6) 2018, the patient was hospitalized for polypectomy and underwent a pacemaker check following the hospitalization. Then, multiple v burst episodes were found to have been recorded in the device memory with simultaneous noise oversensing in both channels. The noise was first considered attributable to external sources, but according to the patient, he was not using any devices that would likely cause detection of external noise when those episodes were recorded. While the r-wave amplitude had decreased from the time of implant, the results of the pacemaker check of this day did not show changes from those of the patient¿s last pacemaker check. After having polypectomy on (B)(6) 2018, the patient underwent another pacemaker check. It was then found that some episodes with noise similar to that in the above v burst episodes had been additionally recorded at times when the polypectomy procedure was not being performed. The times when those episodes were recorded seemed irregular and the patient was not using any devices during those times. As the results of the pacemaker check of this day did not show changes from those of the previous day, the hospital considered that the recorded noise was unrelated to fracture of the leads. On (B)(6) 2018, a japan lifeline employee reviewed the recorded episodes in the programmer files and suspected that the noise may have been recorded due to fracture of the leads or a device-related issue, but no additional examinations (e.g. X-ray, pacemaker check) were able to be performed since the patient had already been discharged. As it had been only 14 months since the implantation of the pacing system, it was decided to urgently analyze the cause of the noise. On (B)(6) 2018, the pacemaker and both leads were explanted. Some damage was reportedly observed on both leads.

Event description:
It was reported that on (B)(6) 2018, the patient was hospitalized for polypectomy and underwent a pacemaker check following the hospitalization. Then, multiple v burst episodes were found to have been recorded in the device memory with simultaneous noise oversensing in both channels. The noise was first considered attributable to external sources, but according to the patient, he was not using any devices that would likely cause detection of external noise when those episodes were recorded. While the r-wave amplitude had decreased from the time of implant, the results of the pacemaker check of this day did not show changes from those of the patient¿s last pacemaker check. After having polypectomy on (B)(6) 2018, the patient underwent another pacemaker check. It was then found that some episodes with noise similar to that in the above v burst episodes had been additionally recorded at times when the polypectomy procedure was not being performed. The times when those episodes were recorded seemed irregular and the patient was not using any devices during those times. As the results of the pacemaker check of this day did not show changes from those of the previous day, the hospital considered that the recorded noise was unrelated to fracture of the leads. On 17 may 2018, a japan lifeline employee reviewed the recorded episodes in the programmer files and suspected that the noise may have been recorded due to fracture of the leads or a device-relates issue, but no additional examinations (e.g. X-ray, pacemaker check) were able to be performed since the patient had already been discharged. As it had been only 14 months since the implantation of the pacing system, it was decided to urgently analyze the cause of the noise.